Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient that didn¿t match clinical presentation. The following data was provided (customer provided reference range: 0 to 0.026 ng/ml): initial result = 30 ng/ml, no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 65501ud01. Ticket trending review did not identify any related trend regarding commonalities for lot number 65501ud01 and issue. Device history review did not identify any nonconformances, potential nonconformances or deviations with lot 65501ud01. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 65501ud01 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I for lot 65501ud01 was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient that didn¿t match clinical presentation. The following data was provided (customer provided reference range: 0 to 0.026 ng/ml): initial result = 30 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.